Event description:
The orsiro us drug-eluting stent system was selected to treat a lesion in the distal lcx. After successful stent deployment it was difficult to remove the orsiro us delivery balloon.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned product revealed that the balloon has been inflated and was deflated in the as-returned state. The balloon was inspected under the microscope and shows no damage or irregularity. Microscopic inspection of the guidewire exit port revealed that both the guidewire lumen and the inflation lumen are severely damaged and sliced open longitudinally over a length of about 93 mm. The slicing originates at the proximal part of the guidewire exit port and was most likely induced by the guidewire after successful balloon inflation. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The damage at the guidewire exit port is most likely related to the handling during the procedure. It should be noted that the IFU advises the user to exercise care during device handling to reduce the possibility of accidental breakage, bending, kinking of the stent system shaft.